Event description:
It was reported that the lead exhibited poor sensing and noise. The lead was explanted and replaced.

Manufacturer narrative:
Partial lead of the electrode portion was returned in one piece. Abrasion due to friction to another device was noted at 5.5 to 5.7 cm from the distal tip, which could have contributed to noise and sensing problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.